Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not suspend insulin when expected. The customer blood glucose (bg) was 70mg/dl. Review of pump history found that the pump suspended insulin due to bg level, however, the customer maintained that the pump did not suspend insulin when expected. Recommendation was made by tandem technical support to upload the pump data logs for investigation, however, the customer declined to upload.